Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting abrupt changes in the pacing impedance measurements from 400 ohms to 1400 ohms on the atrial channel. A review of the device data identified inappropriate mode switches. A boston scientific technical services consultant stated the data appears to demonstrate noise due to interaction with minute ventilation (mv) feature. The consultant recommended programmed off the respiratory rate trend (rrt) feature and to consider further evaluation of the atrial lead. No adverse patient effects were reported.